Event description:
It was reported by the customer that the needle tip detached from the hub while injecting lidocaine. The entire needle was dislodged into the lymph node being biopsied and had to be removed.